Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient's infusion pump unexpectedly powered off for an unknown reason and no pump alarms were noted. The patient is unsure how long the pump was off; however, it is estimated to be at least a few hours. The issue was discovered when the patient conducted their routine daily medication mix change. The patient resumed infusion using current pump without any issues. Upon resuming infusion, the patient reported experiencing headache, flushing, and a sensation of feeling ¿hot.¿ the headache subsequently resolved; however, the patient continued to experience ongoing flushing and chest pain. Additionally, the patient indicated that their mood had worsened over the past 90 days with increased anxiety and confirmed that the treating physician is aware of these symptoms. The patient had access to a backup device and was able to successfully continue the infusion therapy. At the time of reporting, the event outcome is considered ongoing. The reporter indicated that the product issue occurred with a patient and did not cause or contribute to a patient or clinical injury. Potential serial numbers: (B)(6).

Manufacturer narrative:
E4 - initial report sent to FDA was updated. The suspected device was not received for evaluation. The device history file was reviewed. There were no nonconformities were identified that may have contributed to the reported complaint. The complaint cannot be replicated or confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.